Event description:
As reported for this event by the customer, six out of the 20 devices from the same package failed with varied issues. The varied issues are that the device either popped, though not in any patient, or the device had a hole and would not expand/stay expanded, or would not stay on the ultrasound scope. There is no reported harm to any patient.

Manufacturer narrative:
Customer reported that six out of the 20 devices from the same package failed with varied issues. These six devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum sep 16, 2022: per the customer the issue with the balloons was user error on their part. The facility staff has received additional education.

Manufacturer narrative:
*H4: the subject device (lot 24k) was manufactured in april 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to balloon detachment and rupture malfunctions. The DHR confirmed that the subject device was shipped in accordance with the specifications. Definitive root causes for the above malfunctions were not established. However, with respect to the detachment of the balloon, it is probable that the issue occurred because; (a) the balloon was not handled as intended, (b) the balloon was completely deflated when the endoscope was withdrawn from the patient, or (c) the balloon was not lubricated. With respect to the rupturing of the balloon, it is possible that the following contributed to the partial thinning of the light balloon material; (d) damage caused by fingernails, or (e) overstretching by applicators. Although (d) and (e) do not directly cause the balloon to rupture, they can act to thin the material, such that the balloon ruptures from the inflation pressure. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·the balloon can tear easily, beware of sharp objects.¿ olympus will continue to monitor field performance for this device.